Event description:
It was reported that during a planned da vinci-assisted radical prostatectomy with lymph node dissection procedure, the erbe generator powered off on its own and would not turn back on. The customer checked the power cable, and moved the power cable to another outlet, with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the caller to check the connection at the back of the erbe generator but the caller explained that they had already done so. The caller reported the original procedure was aborted after the patient was anesthetized and ports were placed. The patient was brought back to the operating room later on in the day where the procedure was completed on a different da vinci xi system. The customer reported the case was completed successfully with no patient injuries or post-operative complications.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse evaluated the erbe generator and the unit would not power on. The power button did not function as expected. As a result, the fse replaced the generator. The system was then tested and verified as ready for use. Isi has received the erbe generator associated with this complaint for failure analysis evaluation. Failure analysis was able to replicate the reported event. Several erbe related errors were found in the system logs. During functional testing, the erbe generator would not power on. The generator fuses were checked and replaced with known-good parts, but the issue remained.